Event description:
It was reported that the device would not retain a wire. It is unknown if there was patient involvement or adverse consequences associated with this event, the account had no further information to provide.

Manufacturer narrative:
The device was returned to the manufacturer for investigation. Based on the quality investigation, there was corrosion and debris built up inside the device. This condition could cause the device to not retain the wire.